Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with pu silvers between the non-cavity ID end potting and dialyzer housing threads. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Rn stated that blood was leaking during treatment through crack in header. The leak was visually observed; blood test strips were used, results were positive. Estimated blood loss was 250ml's. Patient had no adverse effects. Sample is available.